Manufacturer narrative:
Manufacturing review: the lot met all release criteria. DHR was reviewed and no deviations/issues were identified associated with this problem in regards to product materials or during packaging, manufacturing or qc inspection processes. All necessary inspections were performed throughout all the manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot, in regards to the described problem. Investigation summary: one 14.5 fr d/l glidepath 23 cm str hemodialysis catheter with surecuff and one electronic photo of a tunneler were returned for evaluation. Functional, gross visual, microscopic visual and tactile evaluation were performed. A photo review was also performed. The investigation is confirmed for damaged/defective tunneler, as the photo review and the sample evaluation confirmed a broken tunneler tip and this is a known issue for glidepath tunnelers. The end fragment of the catheter loading tip on the tunneler was embedded in the catheter tip. After the fragment was removed from the catheter, it was confirmed that the break surfaces of the fragment and the rest of tip on the catheter matched. The definitive root cause could not be determined based upon available information. However, it is likely that supplier related issues contributed to the reported event. Labeling review: as this complaint has been found to be manufacturing/supplier related, a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) is not applicable. Product labeling would not have prevented this issue.

Event description:
It was reported that upon inserting into the catheter, the tunneler tip allegedly broke. There was no patient contact.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway.

Event description:
It was reported that upon inserting into the catheter, the tunneler tip allegedly broke. There was no patient contact.